Event description:
It was reported the leads were explanted due to infection. It was further reported that a transesophageal echocardiogram was performed and vegetation was present on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD implanted: (B)(6) 2013; abdominal stent graft implanted: (B)(6) 2014. (B)(4).